Event description:
Originally I had issues with the dexcom g6 with reliability and staying on consistently through the advertised 10-day. Since this device works in tandem with the omnipod 5 to deliver insulin automatically, the lack of quality and reliability is a significant issue which could potentially lead to someone's death if these issues are not addressed. I have continuously called and complained to dexcom about their quality and they refuse to improve their devices. Sporadically through the 10-day period, the device will stop providing readings which has made my blood glucose go from an average of 100 up to 200 and has negatively affected the stability of my blood sugar. If the same happens and the omnipod thinks my blood sugar is 300 when it is actually 100 the omnipod will automatically dispense insulin to bring my blood glucose down which could potentially lead to death. On top since switching to the g7 about 6 to 8 months ago when it hit the market I have only had one or two sensors last the entire advertised 10-day span they continuously end early with a message stating to replace sensor now. I feel dexcom is doing this on purpose to get as much money from the insurance companies as possible and then forcing patients to pay out of pocket when their insurance won't cover sensors for the duration of the remaining time.